Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). A no external power alarm was observed on (B)(6) 2023 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved when power was restored to the system. No other notable events regarding the mpu were observed. All observed speed drop/pump stop events have been addressed via the pump¿s investigation. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Investigation of the provided log files revealed a no external power alarm on 18jul2023 while the patient was operating on the mobile power unit (mpu).